Event description:
New information noted that the lead was explanted and replaced due to noise and high impedance. During procedure, an insulation abrasion was noticed. Physician stated it was likely due to a clavicular crush. Patient was stable post procedure.

Event description:
New information noted that patient presented in the emergency room after being shocked for noise. Therapy was turned off and patient was scheduled for lead revision.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead had high impedance, increased capture threshold, and was oversensing noise. The patient was scheduled to see physician for possible extraction or revision.